Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s spouse called to report that two cartridges had recently leaked inside the pump chamber. The spouse stated that the cartridges were not being overfilled but were being prefilled and stored in the refrigerator, and guidance was provided advising against this practice. During review of the supply change process, it was identified that the cartridge and connector were being connected outside of the pump. Education was provided that this practice can damage the cartridge septum and lead to leaking inside the chamber, and the information was understood. The patient was not present during the call, and the spouse indicated she would relay the correct supply change process and call back if the issue persisted. The patient was reported to be using contact detach infusion sets. Lot numbers for the cartridges were unavailable. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.